Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and reservoir had leak. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was treated with injections. Customer also reported that the leak at o ring. Customer had symptoms like dry mouth. Customer performed self test and the test was passed. Customer stated that there was fluid in the reservoir compartment. Troubleshooting was declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.